Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had pump error alarm. Customer's blood glucose value was 5.2 mmol/l. Customer stated that she tried inserting a new battery inside and it did not turn on. Customer was in the pool and in the sunday all day before it alerted. The device will not be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify unexpected battery power loss and unspecified pump error alarm due to critical pump error (open book image) alarm. Moisture damage was also found on the force sensor and motor during visual inspection.